Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), batch: 114149. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the patient's ipg replacement it was discovered that one of the leads were fractured. The investigation did not determine which lead attributed to the issue. The physician kept the lead implanted and plugged the working lead. Therapy was restored.